Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed/replicated the customer reported complaint. Failure analysis found the primary failure of the thermal damage to the yaw pulley to be related to the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test and no insulation damage was observed. The conductor wire was not damaged or broken. The housing was removed from the back end, and no damage was observed. The root cause of the thermal damage between grips of the instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by the insulation degradation and carbonized tissue creating a conductive path. A review of the instrument log for the maryland bipolar forceps (420172-17/ n10210517-429) associated with this event has been performed. Per logs, the maryland bipolar forceps (420172-17/ n10210517-429) was last used on (B)(6) 2021 on system rsh0105. The instrument had 3 uses remaining after the last procedural use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm maryland bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the maryland bipolar forceps (420172-17/ n10210517-223) associated with this event has been performed. Per logs, the maryland bipolar forceps (420172-17/ n10210517-223) was last used on (B)(6) 2021 on system rsh0105. The instrument had 2 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the maryland bipolar forceps instrument reportedly sparked and there is no evidence or claim of mishandling/misuse. Although there was no patient injury reported as a result of this issue, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the 8mm maryland bipolar forceps instrument was sparking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-oct-2021: the arcing was observed during thymus dissection. The maryland bipolar forceps instrument was inspected before the procedure and it was working fine for 3 hours prior to the arcing event. The bipolar coagulation mode was activated when the arcing event occurred. The covidien force fx was being used and settings were coagulation-35 during procedure. There was no collision of instrument tips during the procedure. The instrument tips were in contact with tissue when the arcing event occurred. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The customer is returning the instrument for failure analysis.